Manufacturer narrative:
As reported, a .018 x 180cm straight tip (st) sv guidewire was frayed during the procedure. Another guidewire was used to continue the procedure. The issue was noted inside the patient. There were no reports of patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35265807 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-frayed/split/torn¿ could not be confirmed. Handling factors such as removing the wire from the dispenser by the distal floppy end or torquing against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a .018 x 180cm straight tip (st) sv guidewire was frayed during the procedure. Another guidewire was used to continue the procedure. The issue was noted inside the patient. There were no reports of patient injury. The device will not be returned for evaluation as it was discarded.